Event description:
It was reported the patient had a loss of therapeutic effect and had lost efficacy ¿a while ago.¿ the patient¿s lead in their left brain was replaced due to a CT scan showing the lead migrating into the ventricle. The cause of the lead migration was not determined. The lead was replaced a day prior to this report. Following the revision the patient was doing fine and impedances looked good. The left lead was to be turned on when the patient met with their neurologist in about four weeks. The patient was receiving therapy with their right lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v354660, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).